Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes; 276mg/dl, 108mg/dl and 92mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.